Event description:
During the investigation, a tag accompanying the infusion pump, stated that the facility reported a failure code 810:04. The hospital representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.